Event description:
The following information was provided by the cook area representative based on comments made by the user: the plug//prongs of the snare handle (at the user end) do not fit securely to the active cord. The user has to hold the active cord in place while using the snare handle (i.e. Bringing the snare wire in and out for the doctor) so the snare handle and active cord do not become unplugged. The prongs of the snare handle are too close together, preventing a secure connection. This was noticed because the snare loop (at the patient end) is not taking current well and does not provide a clean cut. After the snare is used to cut the tissue,t he tissue is white (i.e. Cauterized) and does not seem to have been cleanly cut. There was no harm tot he patient and other snares worked properly. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record and sample test from this lot could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Before using the acusnare, the instructions for use instruct the user to securely connect the active cord tot he device handle and electrosurgical unit. The instructions advise the user that the active cords fittings should fit snugly into both the device handle and the electrosurgical unit. An insecure connection could contribute to damage to the electrical pin. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: the information provided in this report was discussed with clinical personnel. In order to perform the procedure, a snare cuts and burns by use of the power provided by the electrosurgical unit (specifically, the electrosurgical unit is used to apply power through the snare). Therefore, cutting and burning/cauterization are expected outcomes of this procedure. The conditions in which the snare is used to safely create the desired effect are under the direct control of the user.